Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement. It was reported that the site experienced an inaccuracy with a deep brain stimulation (dbs) case using the navigation and imaging system. They merged the exams and did tracer registration, however there was still inaccuracy. There was no patient impact reported and no delay to surgery.